Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 07jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major infection and had drainage. The patient did not have a fever or chills but was put on prophylactic antibiotics and a wound culture was taken. The patient was discharged and then presented to the site for a 30 day study visit where they reported further drainage from the driveline site and was put on a 10 day course of doxycycline. The patient was sent home and the review of the cultures showed (B)(6).